Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specs for product released to distribution. No issues were noted that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received info that during this pt's routine 6 months follow-up visit a type two stent fracture was identified. It was reported that there was a mean gradient of 20 mmhg across the valve. It was also reported that the pt was asymptomatic and the physician would continue to monitor the pt for increasing gradient and will intervene if progressive stenosis was identified.